Event description:
On (B)(6) 2022, infutronix received a complaint from an end user: "an administration set model hs-008-b, lot 2103004, was leaking during an infusion, and it had gotten on the screen of the pump." The end user was unable to locate the origin of the leak, but the drug had seeped onto the pump. Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4) medical co. Ltd.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.

Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected administration set on 04/22/2022. Visual inspection confirmed that the silicon-pvc adaptor on the proximal end of the cassette module was snapped and broken. The reported issue was confirmed.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2022-00025.